Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems."), fatigue ("other injuries/ symptoms :fatigue") and weight fluctuation ("weight gain, weight loss"). The patient was treated with surgery ((B)(6) 2016(hysterectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue and weight fluctuation had resolved and the bladder disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, pelvic pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received events "pelvic/ abdominal pain ,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), bladder problems, fatigue, weight gain, weight loss" were added. Outcome of events "pain, bleeding, other" were updated as recovered. Reporter information and lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.